Event description:
During the index procedure, the patient was treated by the implantation of one endeavor sprint stent into the rca and one endeavor resolute stent into the lcx. 30 days post index procedure, the patient suffered stent thrombosis. This was treated by ballooning of the lcx. The patient recovered.

Manufacturer narrative:
The event is reported as a definite stent thrombosis. Investigator assessed event is remotely related to the study device and antiplatelet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.